Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for infection on (B)(6) 2020 due to infection. Positron emission tomography computed tomography showed hypermetabolic activity at the anastomosis of an lvad outflow cannula to the aorta is consistent with infection, however, cardiovascular surgery feels it could also be consistent with post-surgical inflammation. No other possible source was identified. Penicillin g benzathine 24 million units intravenous per day for 6 weeks via groshong catheter. Patient was discharged on (B)(6) 2020.

Event description:
The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.